Event description:
A sentrant introducer sheath was inserted in the patient as the conduit for an endurant stent graft system. Vessel morphology was not reported. It was reported that during the index procedure it was difficult to withdraw the introducer from the sheath; therefore, the physician was unable to insert the delivery system into the sheath. The physician decided to continue the procedure without using the sheath and the procedure was completed successfully. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint was not confirmed; the dilator was successfully removed from the sheath. The root cause of the event could not be conclusively determined; the sheath was unremarkable and functioned as expected.